Event description:
It was reported that the customer opened an infusion set packet with a bent cannula and squished packaging, proceeded to use the set, experienced elevated blood glucose to 300 mg/dl, and then changed to a new set; the affected lot was 6015940 and replacements were requested. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed compromised packaging associated with the packaging component and a reported tear, rip, or hole in device packaging, while overall device evaluation yielded no problem detected. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.